Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was no image. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device met the test specifications at the time of delivery. Based on the defects found during the technical inspection, it is therefore concluded that the most likely cause of the described defect is mechanical damage caused by the user or the application in the processing. The event is filed under internal karl storz complaint ID: (B)(4).